Event description:
The customer was hospitalized for high bgs and dka. It was reported that the pump did not deliver insulin. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer reported that the cannula was bent when they removed the infusion set prior to hospitalization.